Event description:
It was reported that the patient was implanted an unknown fitmore cup on the right side on (B)(6) 2011. The patient was revised on (B)(6) 2014 to remove damaged neck and replace the neck implant.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a bilateral patient. Left hip case is reported under (B)(4). (B)(4).